Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Medtronic received a report that after thrombectomy 3 times, the resistance to stent retrieval increased. After the stent was removed, it was found to be deformed, so the stent was replaced and the thrombectomy was performed again. There was stent damage during the procedure. Resistance was encountered. The middle part of the stent was kinked. No patient symptoms or further complications were reported as a result of this event. The device and any accessories were prepared as indicated in the IFU. The patient was undergoing surgery for treatment of ischemic stroke located in the middle cerebral artery (mca). IV tissue plasminogen activator (tpa) was not contraindicated. There were 3 passes with the device. The parent vessel was 4mm. It was noted the patient's vessel tortuosity was severe. Stroke onset to reperfusion time was 4 hours. The patient is alive with no injury.

Manufacturer narrative:
Product analysis: as found condition: the solitaire fr4-6-40-10 stent device was returned for analysis inside a dispenser coil, a sealed biohazard bag, and a shipping box. The catheter was not returned with the stent. Additionally, the model and size of the catheter were not reported. Therefore, any contributing factors related to the catheter, including its compatibility with the stent, cannot be determined. Damaged location details: the solitaire fr4-6-40-10 stent¿s working and non-working lengths were in good condition. The middle working length struts appeared to be entangled. No irregularities were found outside the proximal marker, and the marker coil appeared in good condition. No bends or kinks were found on the pusher wire, and no other anomalies were found. Testing/analysis: due to its damaged condition, the returned solitaire fr4-6-40-10 stent device cannot be used for resistance testing. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.